Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported from a caregiver that the patient almost died and required three additional surgeries due to the vns. Per the report, the vns caused the patient's organs to swell. No patient information was provided. No further relevant information has been received to date.

Event description:
After review, records show that the events were previously reported. MFR. Report # 1644487-2021-00625 captures the events with the initial implant MFR. Report # 1644487-2021-01138 captures the replacement surgery and continuation of events. Therefore, any and all additional supplemental reports will be carried out in the above referenced reports